Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer issue can be ruled out. A review of alarm data showed no relevant alarms. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 958 ng/l. A second sample collected from the patient two hours later resulted in a troponin t value of 14 ng/l. The customer then decided to repeat the complained sample and it resulted in a troponin t value of 15.3 ng/l. The sample was repeated again on (B)(6) 2025, resulting in a value of 15.0 ng/l.

Manufacturer narrative:
The customer reported that they received discrepant troponin t results for a second patient sample. The second sample initially resulted in a troponin t value of 17.6 ng/l. The sample was repeated twice, resulting in values of 10.9 ng/l and 9.25 ng/l. Investigations determined that syringe seal replacement was due. Analyzer camera images of patient samples showed a lot of samples with poor sample quality. Some had floating white particles, film on the sample, and fibrin strands. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.